Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse indicated that the software was corrupted. To resolve the issue, the fse reloaded the suite pc software and installed the backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.